Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("essure was going into uterus"), genital haemorrhage ("heavy abnormal bleeding") and autonomic neuropathy ("autoimmune disorder- type or disorder: autonomic neuropathy") in a 35-year-old female patient who had essure (batch no. 628068-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autonomic neuropathy (seriousness criterion medically significant), hot flush ("hormonal changes - describe: hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("gastrointestinal or digestive system condition - type: nausea"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("hormonal changes - describe: fatigue"), blood pressure decreased ("low blood pressure") and acne ("hormonal changes - describe: acne"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infections") and pain ("hormonal changes - describe: aches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autonomic neuropathy, vulvovaginal pain, abdominal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, anxiety, migraine, headache, nausea, seizure, allergy to metals, dysmenorrhoea, fatigue, blood pressure decreased, acne and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, autonomic neuropathy, blood pressure decreased, cystitis, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received: reporter added. Events: aches and acne were added. Event onset date added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("essure was going into uterus"), genital haemorrhage ("heavy abnormal bleeding") and autonomic neuropathy ("autonomic neuropathy") in a 35-year-old female patient who had essure (batch no. 628068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autonomic neuropathy (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and hypotension ("low blood pressure"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autonomic neuropathy, vulvovaginal pain, abdominal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, anxiety, migraine, headache, nausea, seizure, allergy to metals, dysmenorrhoea, fatigue and hypotension outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, autonomic neuropathy, cystitis, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypotension, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received:the event hot flashes, abnormal vaginal bleeding, menorrhagia, urinary tract infection, bladder infections, apareunia, anxiety, autonomic neuropathy, migraines, headaches, nausea, seizures, nickel allergy, dysmenorrhea, fatigue, low blood pressure, essure confirmation test not done added.reporter,lot number added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("essure was going into uterus"), genital haemorrhage ("heavy abnormal bleeding") and autonomic neuropathy ("autonomic neuropathy") in a 35-year-old female patient who had essure (batch no. 628068-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autonomic neuropathy (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and blood pressure decreased ("low blood pressure"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autonomic neuropathy, vulvovaginal pain, abdominal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, anxiety, migraine, headache, nausea, seizure, allergy to metals, dysmenorrhoea, fatigue and blood pressure decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, autonomic neuropathy, blood pressure decreased, cystitis, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.